Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a low shock impedance measurement of less than 20 ohms on one occasion. It was noted that all other lead measurements were normal, and the shock impedance had been otherwise normal, and it was reported that there was no observed oversensing. Technical services recommended bringing in the patient for lead evaluation and to consider an x-ray. The patient was later scheduled for follow-up testing, during which, two successful shocks were delivered, one at 1.1 joules and one at 41 joules, both with acceptable shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was later explanted and returned seven years later.